Manufacturer narrative:
(B)(4). Issue is being reported as it cannot be determined at this time whether malfunction occurred. No info available at this time as to conditions of device analysis (e.g. Whether in conjunction with device deployment).

Event description:
Research facility in the EU has requested technical review of AED ECG analysis.